Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive tap-to-wake/sleep-wake button, requiring placement on a charger to wake the screen, and a device restart did not resolve the issue; a replacement device was shipped while the patient was not yet connected to the ilet and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy or need for medical care. Investigation included customer troubleshooting and case follow-up and inspection of the returned device. Investigation of this device revealed a device performance issue consistent with a nonfunctioning user interface control on the handheld component. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the wake button without patient harm.